Event description:
Atient was admitted to 6th floor on 1/25/93 with digoxin toxicity, nausa and vomiting and cardiomyopathy with congestive hear failure. She was transferred to telemetry for monitoring on 1/30/93 at approximately 12:15 p.m. Due to worsening symptoms over last 24 hour period. The telemetry monitor showed sinus tachycardia with rate 100-115 throughout the day and evening. No ectopy was noted.the nurse caring for patient, 7p-7aa shift made her initial rounds on patient at 8:10 p.m., after report. No significant change in her assessment was noted except that patient's urinary output was decreasing. At 8:18 p.m. Nurse noted the patient was in ventricular fibrillation on the monitor. The alarm was not sounding, nor was the recorder paper running. Another r.n. Had to push the record button to continue the paper strip recording.the nurses later reviewed the telemetry strips that were onthe desk and found a strip on patient which documented the event of ventricular tacycardia progressing to ventricular fibrillation, but the alarm and recorder had ceased running at the time the event was observed by nurse. The patient's no code status was observed and the patient was pronounced by physician at 8:35 p.mdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: software/firmware caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.